Event description:
Follow up information received reported that the patient was getting therapeutic results and the implantable neurostimulator (ins) had not turned off since reprogramming the device. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was a uti. The patient outcome was reported as non-serious injury (and no injury). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28 lot# v596737, implanted: 2011 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).